Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Additional information: h10 date of event for the additional identified issue of capsular contracture baker grade unknown is (B)(6) 2023. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture and right side capsular contracture, baker grade unknown.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. The device measured above astm standards for ultimate break force and ultimate elongation. "Pinhole". Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.